Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. The device was programmed off and the patient was given a life vest. The primary vector did not exhibited noise however the secondary vector did while the patient moved their arm from left to right. Technical serviced recommended obtaining an x-ray to assess the system. No additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service.